Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During the pvi procedure, there was no contact force available. The catheter was re-connected and a new study was started, both with no resolution. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.